Manufacturer narrative:
D.4. Medical device lot: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ ext enteric bacterial panel, a false positive vibrio patient result was obtained. Sample was repeated and was negative. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for unresolved results and discrepant result when using the bd max extended enteric bacterial panel (xebp) assay (ref. 443812) kit lot 4348259 was performed by the review of manufacturing records, retain material testing, review of customer¿s data and by the complaint¿s history review. Review of the manufacturing records of bd max xebp assay indicated that lot 4348259 was manufactured according to specifications and met performance requirements. The retain material of bd max¿ xebp from lot 4348259 was tested and the results were as expected. Customer complained about unresolved results and a false positive result. Customer provided run files for run 3936, 3937, 3938 and 3939 from bd max¿ instrument (B)(6) for investigation. No unresolved result with the bd max¿ extended enteric bacterial panel assay was found in the provided data. Thus, it was not possible to investigate this issue. In the data provided, one sample gave a vibrio positive result (run 3637, position a5). According to the complaint text, this sample was repeated two times with new sample preparations and negative results were obtained (run 3938, positions a7 and a10) and no amplification was visible in the rox channel bottom position (vibrio target). Manual pcr curve adjudication was conducted across the vibrio positive sample and revealed a late and low amplification without anomaly, indicative of vibrio positive results. Low positive samples can occur in specimen being at or near the limit of detection of the assay. Manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for unresolved results or discrepant results on bd max xebp assay lot 4348259. The root cause was not identified. However, specimens at or near the assay limit of detection (lod) could explain the customer¿s discrepant result. No run provided showed unresolved results thus investigation was limited. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that during use of bd max¿ ext enteric bacterial panel, a false positive vibrio patient result was obtained. Sample was repeated and was negative. There was no report of patient impact.